Event description:
The initial reporter stated that the pump was pumping air. They stated that it did not alarm. They stated that they had to vent the patients g-tube because air entered their stomach. At the time of the complaint, the initial reporter stated that the paitent had not experience any harm due to the complaint. (B)(4).

Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg, an investigation could not be completed. This report will be updated if the device is returned to mmdg. This report is being filed because there are indications that the event occurred while the device was in use by a pediatric patient (under 18). Per our procedures all reports of this type of event that involve a pediatric patient are considered reportable.